Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator cannot boot up. The customer reported there was no patient involvement.

Manufacturer narrative:
Ther field service engineer (fse) stated the unit is out of warranty and that the customer does not want to pay for service. No repair was done. Customer refused service.